Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and an attempt was made to place a stent, but was not successful. After multiple attempts, a new stent was advanced and deployed. The first 3.0 x 8 mm nc trek balloon was advanced for post-dilatation; however, the balloon ruptured at 10-12 atmospheres (atm), during the first inflation. The second 3.0 x 8 mm nc trek balloon was advanced, but ruptured at 1 atm. There was no resistance during advancement or removal of the trek balloons. A non-abbott balloon was used to complete post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional nc trek is being filed under a separate medwatch report.